Manufacturer narrative:
Notified by hospital that there had been a fire incident with a flow meter in the ICU ward on (B)(6) 2011. Notified by hospital on (B)(6) 2011. Visited hospital on (B)(6) 2011. Fire occurred in the ICU ward, with a 2mfa flow meter. Flow meter had been operating at 10 liters per minute for several days. Fire occurred in flow meter. Cause is unk, at this time. Flow meter was sent to an outside agency (ecri) for investigation.

Event description:
Title: xxxxx. Event desc: nurse noticed something was not right with the flow meter and asked the charge nurse to check the flow meter. The pt was on an oxygen face mask connected to the flow meter involved in the incident. As the charge nurse entered the room, she noticed that it smelled like something was burning. She observed that the flow tube was black. She had respiratory therapy paged to come to the room. She then began to turn down the flow meter, as she was adjusting the flow meter, it exploded and flames began to shoot out of the wall. A code red was initiated via the phone. The pt was immediately evacuated from the room and the door to the room was closed. The nursing supervisor turned off the oxygen to half of the unit. Security extinguished the burning pieces. There was no pt harm, employee injury or damage to the facility.